Manufacturer narrative:
Additional information: equipment labeling provides potential adverse effects that can be caused by the surgical/treatment procedure being performed. The operator manuals for the various equipment were reviewed and determined to include adequate warnings for medical complications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported of flap striae in the right eye (od) seen at one day post op exam. It was reported that a flap lift and rinse were performed, that secondary surgical intervention refloat of the right eye (od) was required. It was also reported that the patient did not experience loss of best corrected visual acuity. The patient's pre-operative refraction was: bcva¿ right eye (od) 20/20, sphere -4.75, cylinder -.75, axis 90, bcva ¿ left eye (os) 20/20, sphere -4.50, cylinder -.75, axis 110. The patient's symptoms were indicated as resolved.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.